Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that there was nothing wrong with the pump. The hcp spliced the catheter back together where it had been separated. There were no further complications reported at this time.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 15-nov-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (2000 mcg/ml at an unknown dose) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that apparently the patient had not been responsive to her past couple dose increases starting around the (B)(6) 2018 timeframe. The patient was brought to the hospital on (B)(6) 2018 for possible withdraw symptoms - sweating, itching, pain, and increased spasticity. On (B)(6) 2018, the hcp withdrew from the catheter access port (cap) several cc of clear amber fluid; which she determined that the catheter was okay and in fluid. The hcp ordered several other tests (x-rays and blood labs and urinalysis) to determine if patient had an infection. The hcp order a computed tomography (CT) scan of the patient pump and catheter. It was the result of the scan that indicated the catheter was broken in the pump pocket. The catheter was completely severed in the pump pocket. The patient was very spastic and her mother reported falling (but nothing extreme or irregular for her circumstance) as a factor that may have led or contributed to the issue. The patient was immediately sent to the neurosurgeon for catheter replacement and they decided to replace the pump since it was older. The hcp requested the entire catheter be changed due to it being old and originally implanted in 2007. Based on the total fusion of the patient's spine, the neurosurgeons decided they could not take the risk of causing more issues and would only repair the catheter. At the time of surgery, baclofen 500 mcg/ml was put in the pump at dose after replacing pump and repairing catheter was 200 mcg/day. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.